Manufacturer narrative:
Block b3: exact date unknown, event occurred within the last few weeks prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7163137, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief despite of optimizing the program. Imaging confirms right lead migration. The patient underwent spinal cord stimulation (scs) procedure. Patient doing well postoperatively. Explanted products will not be returned due to facility preference.